Event description:
Customer reported a button error alarm and stated that he was unable to clear the alarm. The blood glucose reading was 176 mg/dl. He stated that the front side of the insulin pump had been against the body to protect it while chopping wood and that buttons may have been pressed or that it may have been exposed to sweat. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.